Event description:
A medtronic rep reported the psu/camera was out of calibration. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Device MFR date not available at time of this report. RMA was issued and the device has not been returned to the MFR.